Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 2018-jul-24 arjo has become aware of the event involving sara plus active floor lift and the wipe down sling. It was reported that both inner straps holding the support belt of the sling broke during a resident (female,(B)(6)) transfer. The resident fell, hit their head and was taken to the emergency room. The resident sustained contusion on the head and strained back. The x-rays were taken and the resident was in hospital under observation for the day.

Manufacturer narrative:
On 2018-jul-24 arjo has become aware of the event involving sara plus active floor lift and the wipe down sling. It was reported that both inner straps holding the support belt (belt attachment) broke during a resident (female, 93 years old, 199 lbs) transfer. The resident fell, hit their head and was taken to the emergency room. The resident sustained contusion on the head and strained back. The x-rays were taken and the resident was in the hospital under observation for the day. The event occurred during resident transfer performed by a single caregiver on the night shift. The caregiver is no longer employed in the facility. The caregiver stated that the resident released the device's hand grips and fell back towards the chair. No more information was made available. The chest strap's function is to keep the sling in the correct place, in order to ensure a correct body posture of the person being transferred. If the chest strap is worn and weight is being put on it, it can start tearing until it finally detaches completely. However, the chest strap is not a part of the sling that is supposed to bear any weight. When the person would have been lifted with sara plus active lift and when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling, even when the "wipedown" sling without chest belt will be used. This was confirmed by our simulations. From simulations, we know that in the situation when the person is not correctly evaluated to be suited for transfer for sara plus active lift it appears more likely that the adverse event will occur. It can be assumed that the resident involved in the event released hand grips. Based on the simulation performed a person full drop appears to be possible when a sequence of multiple use errors occur (with amongst them at a minimum): the person is not correctly evaluated to be suited for transfer for sara plus active lift, the "wipedown" sling without chest belt will be used or the "wipedown" sling with ripped both straps/loops keeping the belt in place will be used, the person's arms will be keeping up. When the patient is not correctly evaluated before transfer (the patient is not able to bear the weight) and additionally the IFU is not followed on several points (multiple use errors) it appears more likely that a hazardous situation occurs resulting even in the patient's fall. The sara plus instructions for use (IFU, kkx52180m-en-13) warns: "before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure it is safe to lift them." Both sara plus lift and sling (model kka5420-l) were inspected by arjo representative. The lift was found to be in very good condition. The sling was found to have the straps holding the support belt torn from the sling's waist part. The wipe down sling was 4 years old at the time of the event. Based on photographic evidence, some wrinkling of the fabric and the slight coating de-lamination at the edges on the belt attachments were visible. The wipedown standing sling instructions for use (IFU max82734m-int issue 3) contains the crucial information: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling loops and straps do not show signs of fraying, tearing or other damage and that there is no damage to the attachment clips, in which case do not use the sling ". "Mechanical pressure must be avoided during the washing and drying procedure, e.g. Rolling or pressing, as these can damage parts vital to the safety and operation of the sling." A proper inspection of the sling should have detected the failure of the sling, especially since chest strap was damaged. The labeling as supplied with this type of sling states that the intended lifetime is dependent on actual use conditions and sling should be discarded if any form of damage like fraying, tearing or other damaged is noticed. As long as patient is properly evaluated (is able to partially bear weight on at least one leg, has some trunk stability) and patient's arms are outside the sling, there is no possibility for patient to fall, even when the support belt is not being in place. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (slid out of sling). To conclude, arjo system - sara 3000 active lift and sling was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (straps holding the support belt tore from the sling's waist part) and from that perspective the system did not meet the manufacturer's specification. We are reporting this event due to allegation of the resident fall.